Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states they are intra-op replacing the pt's 3058 with 97800. Caller states all impedances are 'coming back orange' so caller 'rebooted everything', moved overhead or lights but still getting impedance issue. Tss asked if all impedances were >4k and caller noted they were orange. Tss reviewed how to actually see the impedance values and caller said some contacts were in range and others were not. Tss asked if caller had checked impedances of the 3058 prior to the case and caller said they did not though she did mention she was able to turn on the 3058 to see the settings. Tss reviewed those impedance issues may have been present before, the caller is going to elect to test impedances on the 3058. Tss reviewed wiping the lead, testing for motor response as well. Additional information was received from a healthcare professional (hcp). The hcp r eported that the cause of the impedance issue was unknown. Only electrode 1 was over 4k.the steps that were taken to resolve the issue was the surgeon unscrewed the lead and removed it and wiped off the contacts and reinserted at least 5 times, the lights were adjust away from the or table. One contact was still over 4000, however, it is not one that is used on program that the patient had been set on for several years so the surgeon decided to move forward in replacing just the battery. Patient was placed back on their same program and was getting good symptom relief and was very satisfied.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.